Event description:
Info was received that reported a pt was hospitalized in 2009 due to an incident of hypoglycemia. The reporter states the same day, the patient's blood glucose was low. The reporter called 911, but when the paramedics arrived the pt refused all treatment and the paramedics left. One hour later, the pt was unresponsive, the paramedics were recalled and the pt was transported to the hospital. The pt was treated with glucagon and an IV of d50 and released. No blood glucose values were available from before or during the hospitalization. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the eval once it is completed.